Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of white foreign material at the air water cylinder (tube), white foreign material at the air water tube, and white foreign material at the jet tube was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material at the air water cylinder (tube), white foreign material at the air water tube, and white foreign material at the jet tube. There was no patient involvement.